Event description:
Boston scientific received information that approximately five months post-implant, it was noted that the pocket site was not healing properly and the device was eroding through the skin. The device and electrode were successfully explanted. No additional adverse pt effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.